Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product experienced soreness and burning since implant. The patient was advised to use warm compress at device site. Furthermore, the patient had follow up check up and noted that the device was sticking out and moving at night. Additionally , the patient reported of discomfort and lumpiness at device site. The patient was treated with warm compress. There were no additional adverse patient effects reported. The product remains in service.

Event description:
Additional information indicated upon the next follow-up check an improved device site was observed, there was lumpiness when the area was touched. In addition, the patient had a visit to an emergency facility due to left chest pain around the device but was unremarkable and was sent home. The product remains in service. No additional adverse patient effects were reported.